Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 6) was confirmed. Upon investigation the front response button was non-functional. The cause for the defective response button switch was a pinched response button cable. The root cause for the pinched cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a wrench code 6 (response buttons stuck).